Event description:
It was reported that during a supply change the ilet user removed the spiral paper backing too early, causing the adhesive to stick to the user while cleaning the insertion site. The user understood the corrective steps and the supply change was successful following guidance. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided, along with guidance to remove the spiral paper immediately prior to insertion and to properly swap the infusion set for a new supply change. Investigation of this case revealed no device problem and identified a usage problem related to incorrect procedure during infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. The user understood the corrective steps and the supply change was successful following guidance.